Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9,h3, h6, h11 h11: the device was received for evaluation. During functional testing, downstream occlusion, was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history revealed multiple events of "downstream occlusion!". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor out of calibration. The force sensor and tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion during testing in the (B)(6). There was no patient involvement. No additional information is available.